Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total totally extraperitoneal repair, during the insertion of the dissector balloon, the device was difficult to get through the trocar with the dissection balloon. They changed the device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the obturator was inserted into the dissector balloon cannula, the dissector balloon was partially inserted into the trocar balloon cannula, the dissector balloon was cut, crumpled and pulled back on its cannula. The inflation syringe was received. The insufflation bulb was received. The lock collar and trocar balloon appeared intact. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of hole in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was the product not being used as indicated which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.